Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7111009/7110037.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices. It was noted that patients spinal cord stimulator lead had migrated and patients experienced discomfort or pain around the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and will not be return as it was disposed at the facility.